Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke. After a pulsed field ablation (pfa) procedure, the physician called and told that the patient had a stroke. No malfunction occurred during the procedure with any device. No air was noted in the patient. The patient is expected to fully recover from the event. No further information was provided.